Event description:
Attempted to endoscopically place a corpak 10 fr 55" nj tube. Product design error of a guide wire which is several cm short of the tube tip lead to persistant buckling of the tube and extension of procedure time by almost 1 hour with multiple attempts. I eventually figured out the problem, pulled the tube, and in minutes was able to place successfully 10 fr 43 inch tube. This is a design error, and will result in high likelihood of failed passage with tube buckling in future pts. Tube should be immediately withdrawn from the market, and design corrected with guide wire which proceeds through to the end hardware. Diagnosis or reason for use: delayed gastric emptying; nausea/vomiting. Event abated after use stopped or dose reduced: yes.